Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this pacemaker was found unresponsive and was brought to the emergency room. The device was checked. There were no episodes noted in the arrhythmia logbook, and impedance measurements were stable. Intermittent loss of right ventricular (rv) capture was discussed. The patient was not pacemaker dependent. It was noted that the root cause of the patients loss of consciousness could not be identified, and the patient would continue to be monitored. No additional adverse patient effects were reported. The device remains in service. The device was later explanted for normal battery depletion and was returned.

Event description:
It was reported that the patient with this pacemaker was found unresponsive and was brought to the emergency room. The device was checked. There were no episodes noted in the arrhythmia logbook, and impedance measurements were stable. Intermittent loss of right ventricular (rv) capture was discussed. The patient was not pacemaker dependent. It was noted that the root cause of the patients loss of consciousness could not be identified, and the patient would continue to be monitored. No additional adverse patient effects were reported. The device remains in service.